Event description:
It was reported that the patient presented to the emergency room lightheaded with heart rates in the 30s. Subsequently, intermittent right ventricular (rv) lead loss of capture was discovered. Technical services advised capture thresholds had increased since implant. Additional information has been requested but was not provided. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room lightheaded with heart rates in the 30s. Subsequently, intermittent right ventricular (rv) lead loss of capture (loc) was discovered. Technical services advised capture thresholds had increased since implant. Additional information provided the cause of loc could not be determined. However, reprogramming was completed and there has been no evidence of loc since. This rv lead remains in service. No additional adverse patient effects were reported.